Event description:
Same event as MFR report#: 2134265-2008-02629. It was reported that during introduction of the device for a percutaneous coronary interventional procedure, the wire detached. The lesion being treated was a severe left main stem bifurcation. The pt presented with angina. The floppy rotawire had been advanced into the body, and the 1.75mm burr was activated, the floppy rotawire guide wire fractured and shot out the back of the device, landing on the floor. The remaining floppy rotawire guide wire was removed manually. The procedure was completed with a balloon/stenting strategy. No pt complications were reported, and pt status was reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.